Manufacturer narrative:
The device was not returned to mmd for investigation. A DHR review was completed and did not show the currently reported issue. Because the device was not returned to mmd, an investigation could not be completed. This report will be updated if the device is returned to mmd.

Event description:
The initial reporter stated that they had observed air in the line instead of liquid during their infusion. They stated the pump did not alarm. Mmd did follow up with the initial reporter, who stated that the patient had not experienced any adverse effects due to the complaint, and that they had no information regarding the infusion. No other information was provided. (B)(4).